Event description:
The customer reported a failure to discharge using external paddles. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by an authorized philips rep. The symptom was not duplicated. The device passed all testing and was returned to svc. We are considering this a malfunction based on the customer's description only. We are unable to determine the cause as the symptom was not reproduced.